Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and was on disconnected mode. A technical support specialist rechecked the station status in remote support service, and it was showing online. Remoted in briefly to verify the interface and observed no warning or error icons. Contacted customer and was stated that the pharmacy staff had come in earlier and performed some actions on the station. The station appeared to be functioning, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed and displayed a disconnected status along with a critical override icon. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.